Event description:
It was reported that there was a separation between the female connector and the main body of a minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. The transfer set had been placed on the patient three (3) days prior to when the incident occurred. There was no report of patient injury, however the patient was given intraperitoneal prophylactic antibiotics as a precautionary measure. No additional information is available.

Manufacturer narrative:
B3/d10 (event date): the event occurred on an unspecified date of august 2024. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.